Manufacturer narrative:
The device was returned. However, the initial evaluation has not yet taken place and the investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that liquid was leaking between the forceps plug and the plug mouthpiece on the olympus biopsy valve. According to the initial reporter, the forceps plug comes off from the mouthpiece due to water pressure when the syringe is fed. Reportedly, the physician switched to a spare device in order to complete the procedure. No harm or impact to the patient was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Olympus evaluated the device and was unable to replicate the issue. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the investigation results, the cause of the liquid leaking between the forceps plug and the plug mouthpiece on the olympus biopsy valve likely occurred due to the syringe not being attached straight to the forceps plug during liquid delivery, or that the syringe was attached without opening the lid of the forceps plug, resulting in liquid leakage. The cause of the forceps plug coming off from the mouthpiece due to water pressure when the syringe is fed likely occurred from a foreign substance between the forceps plug and the forceps mouthpiece, which caused the forceps mouthpiece to become dirty and not attach sufficiently. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.